Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a scratch on the screen and initially it was on keypad. Customer stated that they were able to read screen but it was blurry. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device p-cap / reservoir locked properly in place and passed displacement test. Device received with minor scratched lcd window, scratched case, and overlay scratched. (B)(4).